Event description:
While using a byte night aligners, patient reported the aligners causing their gums to bleed and the last set of aligners do not fit them. They have consulted with another orthodontist, and they recommended that they stop treatment with byte as it is causing damage to their gums. Provided information on fit issues.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.